Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was receiving a calibration error on his pump. Customer's blood glucose was 202 mg/dl. Customer stated that he has 2 blood glucose meters and one meter gave an inaccurate reading of 490 mg/dl and the other meter read 202 mg/dl, which seemed correct. Customer stated that the blood glucose reading of 490 mg/dl may have linked over to the pump and caused the calibration error. Customer stated that he has to go to a meeting now and has to end troubleshooting. Customer was advised to call back to complete troubleshooting and to wait to re-calibrate the sensor.